Event description:
It was reported that abbott command wire was during procedure past superficial femoral artery (sfa) lesion and orbital atherectomy was performed without issues. Three treatments on low, medium and high speeds were performed. It was bidirection treatment. Armada18 balloon was loaded onto the viperwire peripheral guidewire for post dilation and upon armada balloon being deflated, it was noted the wire was missing and traveled down the leg a small way. The broken viperwire guidewire was successfully retrieved from the patient¿s leg by trapping it with a trek coronary balloon and removing the whole wire, balloon, and sheath. There were no adverse patient effects. It was noted that there was no wire bias and there is no indication on how the fracture occurred.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. Detailed analysis of the wire found evidence that the fracture occurred during use in an elevated stress condition. Potential causes of elevated stress on the wire could be axial compression causing a buckled condition, or bends or kinks near the area of fracture. Spinning over these areas may lead to guide wire fracture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that abbott command wire was during procedure past superficial femoral artery (sfa) lesion and orbital atherectomy was performed without issues. Three treatments on low, medium and high speeds were performed. It was bidirection treatment. Armada18 balloon was loaded onto the viperwire peripheral guidewire for post dilation and upon armada balloon being deflated, it was noted the wire was missing and traveled down the leg a small way. The broken viperwire guidewire was successfully retrieved from the patient¿s leg by trapping it with a trek coronary balloon and removing the whole wire, balloon, and sheath. There were no adverse patient effects. It was noted that there was no wire bias and there is no indication on how the fracture occurred.